Event description:
It was reported that the pump touch screen had delayed response. There was no reported adverse impact to customer¿s blood glucose level. Customer was unable to complete troubleshooting, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.